Event description:
A malfunction alarm was reported with a display code of malf 0. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset instructions, successfully assisted in resetting the pump, and advised the customer to reach out if the malfunction recurred. The customer understood these instructions and resumed using the pump.